Manufacturer narrative:
Summary of evaluation: the device as received exhibits minor wear on the condylar surfaces as surface deformation in a symmetrical pattern but with a slight anterior preferences. The femoral component shows some minor scratches on both condyles and a small path of burnishing at the medial edge of the medial condyle as well as at a medial anterior location on the lateral condyle. A review of the device history records for both the insert and the femoral component found that no discrepancies were reported during manufacture. The info provided and the examination results are insufficient to determine whether this event is device related.

Event description:
The tibial component was revised for wear.